Manufacturer narrative:
Insulin pump received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08710 inches. Insulin pump received with partially broken off reservoir tube lip. The p-cap / reservoir locked in place properly. Insulin pump received with cracked case at display window corners, display window and battery tube threads. Insulin pump received with minor scratched display window and case. Insulin pump received with stained end cap sticker. Insulin pump received with foreign debris under display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 800 mg/dl. The customer's current blood glucose was under 200 mg/dl. The customer did experienced the symptoms such as nausea but avoiding vomiting. The customer was treated with manual injection. Troubleshooting was done for high blood glucose and under delivery. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer alleges insulin pump was under delivering. The insulin pump will be returned for analysis.